Event description:
Complainant alleged that the device did not power up correctly and the display is blurred. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.